Event description:
Philips received a complaint on the dfm100 indicating that the device did not discharge. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received a complaint on the dfm100 indicating that the device did not discharge. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The following functional tests were performed: the engineer followed the troubleshooting processes and flowcharts indicated in the service manual: executed the performance verification procedures indicated, so visual inspection (device, cables, supplies and accessories), all service mode tests (operational check, printer test, controls test, display test, fan test and usb test), functional checks (all parameters check, defibrillator measurement test, defibrillator test with ac and battery, defibrillator charge cancellation test, pacer test, synchronized cardioversion test and paddles safety check) and used previous field experience. Based on the information available and the testing conducted, the cause of the reported problem was defective som pca, processor pca, therapy pca and therapy capacitance. The reported problem was confirmed. The device was operational after replacement of som pca, processor pca, therapy pca and therapy capacitance were completed. The device successfully passed all required testing. The device remains at the customer site and no further action is required at this time. If additional information is received the complaint file will be reopened. On 16/nov/2023 update: fa result: this therapy pca was returned "it does not discharge-"download interrupted" error msg". This was not verified in lab testing. The therapy pca passed all tests during op check and performed as expected. Therefore, there is no fault found (nff) with this therapy board.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The following functional tests were performed: the engineer followed the troubleshooting processes and flowcharts indicated in the service manual: executed the performance verification procedures indicated, so visual inspection (device, cables, supplies and accessories), all service mode tests (operational check, printer test, controls test, display test, fan test and usb test), functional checks (all parameters check, defibrillator measurement test, defibrillator test with ac and battery, defibrillator charge cancellation test, pacer test, synchronized cardioversion test and paddles safety check) and used previous field experience. Based on the information available and the testing conducted, the cause of the reported problem was defective som pca, processor pca, therapy pca and therapy capacitance. The reported problem was confirmed. The device was operational after replacement of som pca, processor pca, therapy pca and therapy capacitance were completed. The device successfully passed all required testing. The device remains at the customer site and no further action is required at this time. If additional information is received the complaint file will be reopened. Updating 1: fa result: this therapy pca was returned "it does not discharge-"download interrupted" error msg". This was not verified in lab testing. The therapy pca passed all tests during op check and performed as expected. Therefore, there is no fault found (nff) with this therapy board. Updating 2: lab analysis report: this pca was returned "it does not discharge-"download interrupted" this was not verified in lab testing. The pca booted to 'installing upgrade, do not turn off' and did not continue. After repair, the device passed op check and general testing. This pca ¿ som pca defective.

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the device did not discharge. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that if they try to make discharge tests in clinical mode, a red banner displays with message "interrupted discharge". There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.